Event description:
It was reported that the touchscreen of this programmer was not responsive to touch. No adverse patient effects reported. This programmer was being returned. Additional information received from product investigation review reported that this complaint was not confirmed by testing or analysis due to product not yet returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the unit failed the evaluation due to frozen touchscreen. Logfiles were extracted and analyzed, where no error code was recorded. During microscopic inspection, broken traces were found on the lcd flexible cable. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the touchscreen of this programmer was not responsive to touch. No adverse patient effects reported. This programmer was being returned. Additional information received from product investigation review reported that this complaint was not confirmed by testing or analysis due to product not yet returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria. Product investigation team received and confirmed the product allegation indicated by broken traces attributing to an unresponsive touchscreen is consistent with CAPA-00006695.